Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was reported air bubbles were observed ¿going in¿ the disposable tubing then leakage was observed further specified as ¿fluid came out¿ of the solution bag and leaked on the patient¿s clothing. Subsequently, the patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event (no further details). It was reported the nurse performed a "set change". At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a touch contamination. The peritonitis was manifested by cloudy fluid. The patient was treated with intraperitoneal vancomycin (2 grams, every three days, for three weeks) for peritonitis. Dianeal therapy was ongoing. The patient was recovered from the event. On an unreported date, the patient was retrained on the proper aseptic technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.